Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it¿s likely the loss of image was due to a defective printed circuit board (dp board). The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.

Event description:
An olympus evis exera iii video system center loaner device was returned. While inspecting the subject device, it was discovered that the unit was not producing an image when used with a test scope. There was no patient involvement during this event.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, as noted in b5, the unit would not display an image during use. Further inspection discovered that this no image issue was caused by a defective printed circuit board, this board will require replacing. If additional information becomes available following the device evaluation, a supplemental report will be filed.